Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return, a broken (ventricle) connector. Analysis additionally noted that the cover bail attachments were missing, the battery drawer was broken and the battery contacts were visibly contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all tests.

Event description:
It was reported that the external pulse generator had a broken connector. The generator was returned for service and evaluation. No patient complications have been reported as a result of this event.